Event description:
It was reported that the patient presented to the clinic for follow-up with discomfort caused by phrenic nerve stimulation. Upon interrogation, the atrial (RA) lead exhibited failure to capture and failure to sense. Also, the left ventricle (LV) lead exhibited failure to capture. Further evaluation by X-ray imaging showed that both RA and LV leads were dislodged due twiddlers. Both RA and LV leads were explanted and replaced. The patient was in stable condition.